Event description:
The customer called to report, that he was hospitalized for low blood glucose and the reading was 18 mg/dl. The customer stated, that the low blood glucose levels may have been due to scar tissue. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.